Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Cause was not known. Reportedly the customer lost consciousness due to bg level. Customers spouse administered a glucagon injection in attempt to address bg and drove the customer to the hospital where they were hospitalized and given intravenous (IV) fluids of saline to further address bg. Customer was released from the hospital on 10/30/2024 with the issue resolved and no permanent damage. Customer technical support (cts) completed a pump system check and confirmed pump functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.